Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer 5 failed to open. Field service engineer contacted the site regarding the issue. Site point of contact (poc) described the initial problem, and the steps performed to recover. System was recovered when site poc did a full shutdown and reboot. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.